Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the evening of the implant, the thresholds on the leadless implantable pulse generator (ipg) rose and were high. In addition, the ipg failed to capture at a reasonable output. The ipg was inactivated and it remains implanted; a new transvenous ipg system was implanted. The patient is a participant in the (B)(6) registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.